Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited high out of range shock impedance measurements greater than 400 ohms. Device sensing was observed to be appropriate with no noise, and no delivered shocks were observed in device memory. Technical services (ts) discussed troubleshooting options. An x-ray was taken, and provided to ts for review. Review of electrode to device header connection was inclusive due to image quality, however, appeared to show appropriate electrode to device header connection. The root cause of the out of range shock impedance measurements was not determined, and a revision procedure was scheduled for a future date. Ts recommended performing a tug test in the pocket during the revision procedure to confirm electrode to device header connections. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited high out of range shock impedance measurements greater than 400 ohms. Device sensing was observed to be appropriate with no noise, and no delivered shocks were observed in device memory. Technical services (ts) discussed troubleshooting options. An x-ray was taken, and provided to ts for review. Review of electrode to device header connection was inclusive due to image quality, however, appeared to show appropriate electrode to device header connection. The root cause of the out of range shock impedance measurements was not determined, and a revision procedure was scheduled for a future date. Ts recommended performing a tug test in the pocket during the revision procedure to confirm electrode to device header connections. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the electrode was found to have dislodged. Surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited high out of range shock impedance measurements greater than 400 ohms. Device sensing was observed to be appropriate with no noise, and no delivered shocks were observed in device memory. Technical services (ts) discussed troubleshooting options. An x-ray was taken, and provided to ts for review. Review of electrode to device header connection was inclusive due to image quality, however, appeared to show appropriate electrode to device header connection. The root cause of the out of range shock impedance measurements was not determined, and a revision procedure was scheduled for a future date. Ts recommended performing a tug test in the pocket during the revision procedure to confirm electrode to device header connections. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the electrode was found to have dislodged. Surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited high out of range shock impedance measurements greater than 400 ohms. Device sensing was observed to be appropriate with no noise, and no delivered shocks were observed in device memory. Technical services (ts) discussed troubleshooting options. An x-ray was taken, and provided to ts for review. Review of electrode to device header connection was inclusive due to image quality, however, appeared to show appropriate electrode to device header connection. The root cause of the out of range shock impedance measurements was not determined, and a revision procedure was scheduled for a future date. Ts recommended performing a tug test in the pocket during the revision procedure to confirm electrode to device header connections. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the electrode was found to have dislodged. Surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.